Manufacturer narrative:
Sample will not be returned for evaluation. Follow-up report will be filed, if additional information becomes available.

Event description:
The clinician reported during insertion of the product the hub disconnected from the lumen. The surgeon "grabbed it and stuck it back on." The catheter was used on the patient for 48 hours without incident. In 2008, the hospital stated the catheter and companion catheter to the multi-lumen access catheter (mac) were placed and in use prior to surgery. During surgery, the surgeon noticed the companion catheter disconnected at the twist lock connector and blood began to leak out. The surgeon quickly reattached it, and then reinforced it with tape. The catheter remained in use for 48 hours without incident. There were no patient complications reported.